Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 140 ohms. A couple months ago the impedances measured 36 ohms. It was noted that the patient fell and not sure if the out of range shock impedances are contributing to it. Technical services recommended performing a max energy commanded shock and to consider a chest x-ray to evaluate the lead. At this time, this rv lead remains in service. No adverse patient effects were reported.